Manufacturer narrative:
(B)(4). Event date unknown - reported to be "on or about (B)(6) 2013". Operator of device unknown. A sample was not returned for evaluation. As the lot number was not provided, a batch review could not be performed; therefore, the reported event could not be confirmed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient suffered septic shock, weight loss, fever, and diarrhea after receiving a contaminated solution contained within an unknown baxter bag. The patient had been administered a compounded solution containing calcium gluconate, and it was alleged that the bag may have been contaminated with bacteria. No additional information is available at this time.